Manufacturer narrative:
The dealer alleges smoke was observed by their customer. No details of the alleged event have been provided. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. Filing solely on the user's allegation they observed smoke. Malfunction is not confirmed. MFR is attempting to obtain product for inspection.

Manufacturer narrative:
Initial pr (B)(4) issued mfg report #1525712-2011-00088. Component, actuator model #1120173, serial #(B)(4) has been returned for an evaluation. Engineering stated that the motor did overheat and the damage was contained within the metal enclosure of the motor housing. Engineering also stated that the actuator had been plugged into a high current for an extended period of time. Invacare has design controls that limit the amount and/or duration of current supplied to the actuator to prevent overheating. Chairs are validated during manufacturing so this incident was due to a user error. The m71 is no longer manufactured. The dealer alleges smoke was observed by their customer. No details of the alleged event have been provided. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. Filing solely on the user's allegation they observed smoke. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
The dealer's customer alleges the unit smoked. No injury is alleged.

Event description:
The dealer's customer alleges the unit smoked. No injury is alleged.